Event description:
There was an allegation of a questionable tsh elecsys e2g result for one patient from the cobas e 801 analytical unit. The initial result was 5.91 mui/l. The repeat result with a new reagent pack was 6.60 mui/l. The repeat result from another cobas e801 analyzer using reagent lot 654080 was 6.66 mui/l. The questionable result was reported outside of the laboratory. The reagent lot number was 631966. The expiration date was requested but was not provided.

Manufacturer narrative:
The agitation paddle was not adjusted correctly. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.